Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for dilation. However, during inflation around 4 atmospheres, the balloon ruptured. The device was removed and it was noted to be pinhole rupture. There was no fragment of the balloon left inside the body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.